Event description:
The customer reported the system was washing out the images. There was poor penetration.

Manufacturer narrative:
The symptom occured only once and after a reboot of the system, the symptom did not reappear. The ge service rep informed staff that the system's max output is 8 ma. The rep tested the system and the system operates as intended.